Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2015, the surgeon noted hypotony with choroidal effusion in the implanted eye. During this exam, the surgeon injected gas into the eye to treat the event. On (B)(6) 2015, the surgeon observed that the hypotony was still present, so the decision was made to re-operate that day. During the procedure the surgeon noted a leak at the sclerotomy. The sutures at the sclerotomy were re-sutured and additional tutoplast pericardium was placed over the region.